Event description:
The patient had presented to the hospital 4 days prior to death with confusion and shortness of breath, was found to be in heart failure and renal failure with an ejection fraction of 5%. An x-ray showed 'severe cardiomyopathy'. Underlying rhythm was atrial tachycardia with left bundle branch block. It was reported that the device delivered a shock for svt which had a rate of 240 bpm. It is reported the shock was delivered on the t-wave, resulting in vf. Five subsequent shocks did not terminate the vf. The patient expired. Additional information received reports external shocks had been delivered. The patient's condition continued to worsen and the family decided to withdraw care. The patient expired the next day. The cause of death was reported to be cardiogenic shock and renal failure, and not device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. Additional information was received, reporting the cause of death was not device related. Other: the patient had presented to the hospital 4 days prior to death with confusion and shortness of breath, was found to be in heart failure and renal failure with an ejection fraction of 5%. An x-ray showed 'severe cardiomyopathy'. Underlying rhythm was atrial tachycardia with left bundle branch block. It was reported that the device delivered a shock for svt which had a rate of 240 bpm. It is reported the shock was delivered on the t-wave, resulting in vf. Five subsequent shocks did not terminate the vf. The patient expired. Additional information received reports external shocks had been delivered. The patient's condition continued to worsen and the family decided to withdraw care. The patient expired the next day. The cause of death was reported to be cardiogenic shock and renal failure, and not device related. No conclusion can be drawn. Shock, inappropriate.

Manufacturer narrative:
The information submitted reflects all relevant data received. Cause of death was requested but not received.

Event description:
The patient had presented to the hospital 4 days prior to death with confusion and shortness of breath, was found to be in heart failure and renal failure with an ejection fraction of 5%. An x-ray showed 'severe cardiomyopathy'. Underlying rhythm was atrial tachycardia with left bundle branch block. It was reported that the device delivered a shock for svt which had a rate of 240 bpm. It is reported the shock was delivered on the t-wave, resulting in vf. Five subsequent shocks did not terminate the vf. The patient expired. Cause of death was requested but not received.